Manufacturer narrative:
The device has not yet been received for eval. Should new relevant info be received, a supplemental form will be completed.

Event description:
It was reported that insulin began leaking from the septum after the cartridge was filed with 300 units of insulin. Customer was able to successfully load a new cartridge and resume insulin delivery. There was no impact to customers' blood glucose level.